Event description:
It was reported that a seam tear occurred. The 14 f isleeve introducer sheath was prepped per the directions for use (dfu). Vascular access was obtained via the right groin. The isleeve was introduced into the groin per the dfu; however, the user encountered resistance. The physician pushed against the resistance for a few seconds and then elected to removed the isleeve which was easily removed. Upon removal it was noted that the isleeve had split along 2 seams. The physician elected to use scalpel to create a larger opening at the insertion site. A 2nd isleeve was prepped. The insertion site was dilated with the dilator. The isleeve was able to be placed without difficulty. At the end of the procedure, angiographic images of the iliofemoral site revealed no vascular complication associated with the split in the original isleeve. The returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. Two of the seams are torn. One of the seams was split/torn on the seam starting 10cm from the tip and extending to the tip. The other seam was split/torn on the seam starting 10.5cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There is typical tip damage/tearing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The complaint investigation conclusion code is: adverse event related to patient condition.

Event description:
It was reported that a seam tear occurred. The 14 f isleeve introducer sheath was prepped per the directions for use (dfu). Vascular access was obtained via the right groin. The isleeve was introduced into the groin per the dfu; however, the user encountered resistance. The physician pushed against the resistance for a few seconds and then elected to removed the isleeve which was easily removed. Upon removal, it was noted that the isleeve had split along 2 seams. The physician elected to use scalpel to create a larger opening at the insertion site. A 2nd isleeve was prepped. The insertion site was dilated with the dilator. The isleeve was able to be placed without difficulty. At the end of the procedure, angiographic images of the iliofemoral site revealed no vascular complication associated with the split in the original isleeve.